Event description:
It was reported that after a laparoscopic low anterior resection procedure, leak occurred after the device anastomosed between the colon and the rectum. Additional suture was performed on the target tissue by the transanal route. The patient's condition is stable. There were no adverse consequences to the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Lot # = h4357a (second lot # provided). (B)(4). The doctor commented that it had no difficulty in firing.